Event description:
It was reported that the scm12 is not initializing the probe when the system is powered up. The customer has requested to have the system evaluated. There have been no interruptions of the biopsy. There have been no pt consequences reported.

Manufacturer narrative:
H3 eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the dc motor adaptor to be replaced. The device was functionally tested, met all product requirements and returned to the customer.